Event description:
As reported by the adjudication committee on 5/1/12, a patient that was enrolled in the (B)(4) study experienced peri-procedural myocardial infarction. The indication for the index procedure was unstable angina pectoris and positive functional test for ischemia. At that time, angiography revealed 60% stenosis to the proximal left anterior descending artery (lad). The lesion was described as 10mm in length, class a and de novo. Reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher rx stent was implanted at 14 atm by direct stenting. The post residual stenosis was 0% and timi 3. The pre-procedure cardiac markers were not tested. At 6 to 12 hours post procedure, the ck was 39 (232 u/l), the ck-mb was 0.2 (3.6 ng/ml and troponin I was 0.00 (0.05 ng/ml). At the 16 to 24 hours post procedure, the ck was 54, the ck-mb was 2.0 and troponin I was 0.39. There were no procedural complications reported and the patient was discharged the next day. The site did not report the peri-procedural and an adverse event. Based on the adjudication minutes received on 5/1/2012, the committee determined that the patient experienced a peri-procedure myocardial infarction based on the elevated cardiac enzymes. The ECG core lab report was unavailable as well as hospital laboratory reports and discharge summary. Per the site, no additional information will be provided. The committee reported the event to being related to the target vessel, related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medications: acyclovir 400mg bid, aspirin 81mg qd, boniva 150mg qd, celebrex 200mg qd, hydroxychloroquine sulfate 200mg bid, lasix 40mg qd, levoxyl 100mcg qd, methotrexate sodium 2.5mg qd, metoprolol 25mg qd, and nexium 40mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including left ventricular hypertrophy and hypertension. The indication for the index procedure was a positive functional study with angina. Angiography revealed a 60% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Single stent placement with post dilation was successfully completed. The core lab reported the target lesion was located in the mid lad and a 27% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 39, the ckmb was 0.2 and troponin was 0.0. Post procedure the ck was 54, the ckmb was 2.0 and the troponin was 0.39. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab report is unavailable. Despite multiple requests to the site, no further source documents have been available. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15064141 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.